Event description:
It was reported that pump displayed cartridge change error and customer was unable to successfully load multiple cartridges despite following instructions. There was no adverse impact to the customer's blood glucose level. Customer inspected cartridge o-ring and pneumatic area, cleaned pump, and attempted to load new cartridge under guidance from technical support, then was transitioned to multiple daily injections as backup therapy while technical support arranged shipment of replacement pump with updated software, provided storage mode and return instructions for problematic pump, confirmed shipping details, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device.